Event description:
The peds ng [nasogastric] tubes have been difficult or near impossible to cap. Once the tube has been placed and taped on the patient, the distal end with the small purple cap does not fit well into the hole to seal it off. This has led to loss of meds, feeds, etc. That have dripped out of the line. It appears that the distal cap becomes deformed after each use (uncap and recap). Manufacturer response for tube, nasogastric, enfit pu feeding tube (per site reporter). Avanos was notified on [redacted]. There has been no return communication or acknowledgement.